Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided.

Event description:
The customer obtained falsely elevated architect co2 results for patient samples and controls. The customer indicated after using a kit for two hours the results shift high and when retested on an alternate analyzer generate lower results. The customer indicated 8 samples generated initial results around 40 mmol/l and when retested on an alternate method generated results around 20 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
A search of lot number 55411uq07 for other tickets similar to this issue found no other complaints. Tracking and trending review for the carbon dioxide reagent did not identify any related trends. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the carbon dioxide reagent.